Event description:
The facility reported a colleague infusion pump with failure code 550:320. It is unknown when or in which care area this event occurred. During product evaluation, a baxter service technician confirmed this as failure code 550:320:654:0000 and found this event failed to audibly alarm. There was no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 550:320:654:0000 which failed to audibly alarm was confirmed during product evaluation in the pump's event history. This condition was caused by a faulty speaker harness. The speaker harness was replaced to correct the reported condition. As a precaution, the user interface module printed circuit board was also replaced. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-(B)(4).